Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis and blood products. During ablation phase, after coronary sinus ablation, the patient became hypotensive and a pericardial effusion was detected. Pericardiocentesis yielded an unspecified volume of fluid. Patient received unspecified blood products. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. It was noted that the patient was in sinus rhythm. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. There were no issues or errors reported on any bwi products or equipment during the procedure. No transseptal puncture was performed. No sheath was used. Generator was set on temperature control mode at 25 watts with temperature cut-off of 45 degrees celsius. Generator settings at the time of injury included power at 25 watts and impedance of 135 ohms. It was noted that the power ramped up in the usual fashion. Overall ablation time at the site of injury was 2 minutes. There is no information regarding irrigated catheter flow setting. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter during ablation. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit and when prompted. Carto 3 system did indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.